Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Upon completion of the evaluation or if additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation primed to just above the check valve. Functional testing was performed by attempting to prime the device; however, no solution would flow past the check valve. A secondary set and solution bag were connected to the top y-site and normal flow was observed through the remainder of the device. The check valve was checked for blockages with none found. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown set could not prime. The reporter stated that this occurred during priming with a sodium solution bag in the emergency room. There was no report of patient involvement. No additional information is available.